Manufacturer narrative:
The model # was not provided.

Event description:
The customer received a blood glucose reading of 22mg/dl on the breeze2 meter, re-tested on a different meter and the reading was 136mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Product was not replaced.